Event description:
Doctor developed an allergic reation when using the latex examination gloves. She broke out in hives and rash on her hands, up her arms across her body and on her neck. She was treated by a physician and prescribed benadryl and steroid. She has stopped using the latex gloves and is fine now.